Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing pain and was told to remove the infusion set and found the tip kinked. The customer was experiencing high blood glucose values of 459 mg/dl and treated with a manual injection. The customer declined to troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.